Event description:
Reportedly, upon removal of the pulmonary alveolus, the instrument was closed and fired. However, there were no staples placed in the lung and the knife did not cut the tissue. Patient had to undergo a thoracotomy. Procedure: removal of a lung, emphysema.